Event description:
The unit involved in this complaint was identified to be associated with the mattress for which the complaint was raised against. This unit did not cause or contribute to the mattress event and is therefore considered a concomitant product.

Manufacturer narrative:
The unit involved in this complaint was identified to be associated with the mattress for which the complaint was raised against. This unit did not cause or contribute to the mattress event and is therefore considered a concomitant product. There was no product malfunction with this device.

Event description:
It was reported that the mattress has holes with reported fluid ingress into the mattress. No patient was affected and no adverse consequences or adverse events were reported.